Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set bent needle event on (B)(6) 2024. The patient replaced infusion sets and resumed insulin successfully. No further information available.